Event description:
Clinical report states that the patient had a cup, liner and head revision for acetabular loosening. The head revision consisted of a bipolar that was placed on a monobloc stem retained from a primary tha done 25.9 years prior to this event. The patient underwent a liner and head exchange for wear and osteolysis 10.8 after their primary tha. A cup revision for loosening of the primary shell was subsequently performed 4.0 years after the liner and head exchange and 11.1 years prior to the current revision. Due to intra-operative instability with internal rotation during the current revision, the patient was placed in an abduction brace post-operatively.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history record and/or a lot specific complaint database search was not possible as the lot code required was not provided. Per the initial reporting by the depuy clinical team, no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. The investigation has determined this product code is now obsolete. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.